Event description:
During the device evaluation, it was found that there was peeled glue around the objective lens on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of this complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.